Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> according to the information provided, it was reported that the infusion pump had problems. It whistled and increased the pressure to the point of stopping. But it only worked after restarting the machine. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed the labels from the top of the pump. The photo did not provide evidence of the failure reported into device; therefore, the complaint reported cannot be confirmed. Hands on complaint device should provide more evidence to be able to discern a root cause. A manufacturing record evaluation was performed for the finished device serial number:(B)(6), and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6; method codes: a manufacturing record evaluation was performed on product code: 284004 with lot number: k34a70935; and determined that there were no anomalies or discrepancies related to this complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by affiliate via email the fms vue pump-shaver box. The infusion pump had problems. It whistled and increased the pressure to the point of stopping. But it only worked after restarting the machine. No further information was provided. Device is available to be returned for evaluation.